Event description:
The surgeon reported the cannula became stuck. The vitrectomy probe and the light pipe were sticking in the cannula. When the instruments were removed, the cannula came out with the instruments leading to a retinal tear. The surgeon stated a gritty feeling of the cannula during the entire case. The retinal tear was repaired with cryopexy.

Manufacturer narrative:
The customer did not return samples for evaluation. The device history records were reviewed. The lots were released according to alcon's acceptance criteria. The root cause of the pt event cannot be determined in this investigation.